Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a procedure performed on (B)(6) 2020. As reported by the patient's attorney, the patient had occult mesh exposure approximately 0.5cm in size at the level of mid-urethra. She underwent revision procedures of the advantage fit on (B)(6) 2013 and (B)(6) 2015 that consisted of in-office trimming of exposed mesh with one percent lidocaine. Boston scientific has been unable to obtain additional information regarding the event to date.